Event description:
It was reported that the insulin gauge was inaccurate. The customer's blood glucose (bg) level was above 600 mg/dl. Customer required assistance from husband to help administer a manual injection to address bg. Customer reloaded the cartridge to resolve the issue.